Event description:
It was reported that the charger is scrolling and beeping starting today. The issue was not resolved through troubleshooting. An email was sent to the repair department. They noted that the scrolling recharger lights happened multiple times in the past. Reviewed to make sure that the recharger is stored on the docking station and that the docking station remains connected to power. Advised caller to check the green light and it was lit up. They also checked the cord to make sure that the light is not intermittent.

Manufacturer narrative:
Analysis of wr9200 (serial/lot #(B)(6)) wireless recharger found led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction made in h7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.